Event description:
It was reported that a patient using the ilet experienced hyperglycemia and needed assistance with a supply change but was unable to complete the change during the call, with an alert code 400 noted. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment and no hospitalization. Investigation included a complaint review and user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia could not be determined because the supply change was not completed and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.